Event description:
It was reported that the customer experienced a high blood glucose level of 622 mg/dl. Cause was unknown. Customer declined further troubleshooting with tandem technical support. Therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.